Event description:
This report was received by global pharmacovigilance. This is a spontaneous report by a consumer with supplemental info by a nurse from the USA of bowel obstruction and peritonitis with culture positive for candida unknown (fungal) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the pt began treatment with dianeal pd2 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an (B)(6) 2011, the pt experienced peritonitis. During a follow-up call with the pt's nurse, the consumer's statement was confirmed. On (B)(6) 2011, the pt was hospitalized for that event. During the hospitalization, a peritoneal effluent culture was performed and revealed candida unknown (fungal). The nurse stated the cause for the peritonitis was a bowel obstruction. Treatment was not reported for those events and at the time of this report, the pt had not recovered from the peritonitis. The outcome for the bowel obstruction was not reported. On an unreported date in 2011, pd therapy was withdrawn and hemodialysis (hd) was initiated. The nurse stated the peritonitis was not related to pd therapy and did not comment on the bowel obstruction.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional info becomes available.